Event description:
Tyco/healthcare kendall 0.9% sodium chloride 10ml monoject prefilled syringe. Prefilled syringe found without a manufacturer's label affixed. Blank syringe was returned to pharmacy from nursing unit. Cannot identify lot which this product came from, other syringes in the same storage bin were of the lot# 6030584 with expiration of 08/2007.